Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the loss of image at angulation was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of further investigation, the reported image disappearance upon angulation and the image noise observed, were found to be the result of the signal line inside the image sensor unit cable being partially kinked and broken. The root cause of the image sensor cable damage could not be determined, however, it is probable that since there were scratches on the tip and chips and scratches on the curved rubber adhesive part (tip side), the damage was the result of a strong and irregular load applied to the tip due to contact with the trocar, etc. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope image disappears when operating the angle. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, tear in the coating on the imaging cable, no image, missing curved rubber joint, operation part angle loose, and switch 1 part stain were observed. Lastly, scratches were found on multiple device components. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.